Manufacturer narrative:
Additional information regarding the patient's product details were requested; however, not made available as the device was not registered to the patient at the time of implantation. Should additional information become available, a supplementary report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced recurrent infections at the abutment site, resulting in the decision to remove the patient's abutment. The implanted fixture currently remains insitu.